Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the ipg moves and protrudes from the skin especially when sitting. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned.